Manufacturer narrative:
The sample was received for investigation. The sample was returned in bubble bag. It included labels, delivery system placed in cradle and a shunt. The shunt was placed in a sponge-like material. The delivery system wire was pressed was slightly protruded from a cannula opening. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to release criteria. There are no other complaints for the lot. All products pass twice 100% final inspection at prior to approval. The root cause cannot be identified as the shunt was detached from the delivery system which was operated and performed its functionality releasing the shunt (the shunt was not loaded onto the delivery system wire). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that that during implantation, the shunt would not release form the delivery system. The device was replaced and the procedure was completed. Patient harm was not reported.